Event description:
It was reported the surgeon inserted an 21.0 diopter aa4204vl silicone plate lens and the training haptic was torn. The incision was enlarged and sutured. The reporter indicated that the plunger on the injector overrode the lens and tore the haptic. Another silicone plate lens was implanted.